Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak and component migration.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent urgent endovascular procedure to treat a rupture of an abdominal aortic aneurysm. At that time, a thoracic aortic aneurysm was also confirmed and gore® tag® conformable thoracic stent graft with active control system was implanted to treat the thoracic aneurysm. On (B)(6) 2020, follow-up imaging showed a distal migration of the endoprosthesis (distance unknown) and a proximal type I endoleak. On (B)(6) 2020, a bypass for the left subclavian artery was created, and a gore® tag® conformable thoracic stent graft with active control system was implanted proximal to the endoprosthesis to treat the migration and the endoleak. The origin of the left subclavian artery was intentionally covered by the additional endoprosthesis. The patient tolerated the procedure. The physician reported that the endoprosthesis may have been undersized in regards to the thoracic aorta as the case was for the rupture of the abdominal aortic aneurysm.